Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg). The reporter did not provide any bg values or any signs/symptoms of hyperglycemia. Additional information was not provided and troubleshooting could not be completed. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific inaccurate delivery issue.